Event description:
It was reported that there was air in the drain line during dwell of peritoneal dialysis therapy on the homechoice device. The home patient (hp) was connected. No alarm occurred as a result of this observation. The technical service representative assisted the hp with performing a manual drain and resuming therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. The reported air in drain line could not be verified and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.